Event description:
Request received from the user facility to download the pump history. The customer indicated that an incident occurred with a patient and that the pump has been sequestered. The customer was concerned about the pump being programmed for a one hour limit, but a four limit was displayed on the pump history. Although multiple attempts were made to obtain additional information, the customer declined to provide further details regarding the incident.